Event description:
(B)(4). Swelling of hands, feet, and legs. Pelvic pain, abnormal bleeding, cyst on outside of vagina, boil on back of ear, bleeding during intercourse, excessive fatigue, dizziness, forgetfulness, vertigo, depression, anxiety attacks, numbness of the face, tingling in hands and feet, joint pain, hip pain, headaches, pregnancy symptoms, weight gain, cramping of hands and feet, brain fog, memory loss, hives,uti, bacterial vaginosis, yeast infections, breast tenderness all the time, painful ovulation, hot flashes, found out allergic to nickel, bursitis in both knees, unable to stand for long periods of time, vitamin d deficiency.